Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that buttons on pump are not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that there is no significant event leading to the events. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with syringe.

Manufacturer narrative:
The pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm or frozen display was noted. All operating currents were within specification. No unexpected battery out limit alarms were noted. The pump passed the off no power, self test, unexpected restart and displacement tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete functional testing due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.